Event description:
During a femoral angioplasty procedure, the catheter balloon burst at 10 atm on the 1st inflation. The catheter was removed and replaced to complete the procedure with improved flow rate noted and no pt injury or further complications reported.